Event description:
It was reported that during a da vinci prostatectomy procedure, the surgical staff was unable to focus the camera head. An isi technical support engineer attempted to troubleshoot the issue and had the site verify that the cable connections were secure at the camera head and controller, however, the vision issue remained. The site also replaced the camera cable without success. The surgeon decided to convert the procedure to traditional open surgical techniques to complete the planned surgery. No patient harm was reported.

Manufacturer narrative:
Investigation conducted by the field service engineer concluded that the issue experienced by the customer was associated with the camera head. The camera head produces three dimensional images to the da vinci vision system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The camera head was returned to the original equipment manufacturer (OEM) for evaluation. The OEM discovered that the internal components of the stage had shifted, thus resulting in the vision issue experienced by the customer. The da vinci surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci system to be unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.